Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The returned lead extension failed all functional testing. Multiple channels of the device measured open. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
A surgical procedure was performed on the pt ((B)(6)) to address a suspected lead migration issue. Intraoperative testing of the lead extension intended to be used during the procedure found invalid impedance readings on five contacts. Another lead extension was used to successfully complete the procedure, and effective stimulation was captured for the pt. No further info is available.